Event description:
The lead involved in this MDR report was implanted in the atrium in 2006 and connected to a single chamber pacemaker. In 2007, the patient experienced a syncope and was brought to the hospital. Because rupture of the tip of the lead was observed through an x-ray, the lead was explanted. It should be noted that the pacemaker device fell about 8 cm in upright position compared with the supine position: this was observed through x-rays.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Summary of laboratory investigation: the subject lead was returned with apparent lead separation at the edge of the proximal electrode (see figure 1). The missing parts are comprised of; a section of coil for the distal electrode, the radio-opaque collar, distal electrode, and the silicone outer sheath, which includes the anchoring tines (see figure 2). Conclusion: the coil of the lead fractured as a result of fatigue, which occurs when a metal is subjected to a repetitive bending motion. As described in the user report, the pacemaker is drawn downward, while the patient is in the sitting position, which puts the lead under considerable tension, and the tip of the lead is brought into an unnatural focused bend (see figure 7). As the patient aspirates this tension is increased, then slightly decreased creating the bending motion in this position with every breath. The insulating outer sheath of the coil at this position, probably started to dislodge from the terminal electrode because of the localized bending, which was concentrated in this region. This effect of the sheath dislodging was also found at the opposite end of the proximal electrode, as demonstrated by the blood infiltration and leak that was found. The coil failure did not occur in this portion of the lead, because this position has two sets of coils which make it more robust, thus keeping the lead in a more linear orientation. Figure 6 is an x-ray of the patient one month prior to syncope, which was caused by the separation of the distal electrode from the rest of the lead. The distal electrode at this point in time was probably only still attached by one of the three wires in the coil. Regarding the cut found in the external sheath of the electrode (figure 4), it is excluded that it was caused during the lead manufacturing. The physician instead likely caused the cut in the external tubing during the explant operations.